Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment and outcome were not reported. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).